Event description:
It was reported that this left ventricular (lv) lead was an attempted implant since during the procedure the lead exhibited noise. The physician decided to replace the lead. The lead was successfully replaced. No additional adverse patient effects were reported.